Manufacturer narrative:
(B)(4). Device available for evaluation: catalog number: 00801803601 lot number: 63186829 brand name: cocr heads. Multiple reports were submitted along with this report: 0002648920-2021-00212. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient was revised due to unknown reasons approximately 5 years post implantation. Additional information on the reported event is unavailable.

Manufacturer narrative:
The initial was submitted under a wrong manufacturing site. This report should be voided, as it was submitted in error. An updated report will be submitted under the corrected manufacturing site under 0002648920-2021-00321.

Event description:
The initial was submitted under a wrong manufacturing site. This report should be voided, as it was submitted in error. An updated report will be submitted under the corrected manufacturing site under 0002648920-2021-00321.